Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator control board. System operates as intended.

Event description:
Customer reported the system trips the circuit breaker when powered on. System operates as intended.